Manufacturer narrative:
Investigation pending.

Event description:
The patient reported the following precision issue while testing on the inratio inr system: on (B)(6) 2016: inratio inr result= 3.4. On (B)(6) 2016: inratio inr result= 1.9, 2.7 (timing between tests is unknown). On (B)(6) 2016: inratio inr result= 2.6. On (B)(6) 2016: inratio inr result= 3.0, 2.8 (tests conducted 9.25 hours apart). On (B)(6) 2016: inratio inr result= 1.4, 2.6 (tests conducted 15 minutes apart). Therapeutic range: 2.0 - 3.0. The patient reported using an improper lancet size and performing several fingersticks on same finger.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k387870 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.